Event description:
Pt's test strips would not accept the blood sample. Pt explained that it may have been due to miss-cut strips. They stated that the strips had a shorter tip than normal. The customer service representative confirmed that the strips did not accept blood. No adverse events or serious injury occurred. There was no medical treatment sought from a health care professional. No replacements were sent, as product has been discontinued.